Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. The insulin pump had broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's screen looked weird. The lcd screen was broken. They could not see anything on the screen but they were able to deliver his basal. Customer's blood glucose level was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.